Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) tested the cooler heater unit and could not duplicate the "pump not primed" error message. The fsr removed the water pressure switch connector (on main circuit board p5), inspected and reseated to address possible intermittent connection. The fsr tested operation satisfactory and unit operated to manufacturer specifications and was returned to clinical use. No part will be returned for evaluation by the manufacturer. Customer will advise if intermittent "pump not primed" alarm reappears. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00250 and emdr #1828100-2016-00251.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the cooler heater unit was powered on, the unit came up with alarm "pump not primed" and could not be cleared. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.